Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the complaint during in-house testing. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all test. As a result of these investigation, fa conclude that the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca), cva disc and cva pca flat flex cable (ffc) were found to be related to the reported event. The probable root cause is attributed to a defective cva pca, disc and ffc on the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse still replaced the universal surgical manipulator (usm). The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had issues with universal surgical manipulator (usm) 4. The customer stated that it would not be used for the ongoing surgery. The tse viewed the system event logs and noticed an error 23118 pointing to usm 4. The customer stated that the arm 4 was difficult to move. The procedure was completing as planned with no reported injury. Isi contacted the customer and obtained the following information: the customer confirmed that the procedure was completed with only 3 arms. The site was unable to release patient information.